Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode while walking which caused the patient to fall. The patient was admitted to the hospital and was found to be in complete heart block. Oversensed episodes and loss of capture were observed which resulted in asystole greater than 2 seconds. At this time, this pacemaker and existing system remain in service. No additional adverse patient effects were reported.